Event description:
The customer reported that the system would not make x-rays or display an x-ray image. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The video cable was adjusted. The system was then found to be operating as intended.